Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing and fracture was suspected. Additionally, pacing inhibition was noted due to the oversensing. The physician explanted and replaced the ra and rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were over sensing noise and lead fracture. As received, a complete lead was returned in two pieces. The reported event of over sensing noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event of over sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fracture. Visual inspection of the lead did not find any other anomalies except for procedural damage.